Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became stuck and multiple button alarms were triggered. Customer reported a blood glucose level of 276 (mg/dl) that was addressed with a manual injection. Reportedly, the customer will revert to insulin injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.